Event description:
It was reported via a general comment that the 20/30 priority pack indeflator had issues with air in the line [leak]. There were no reported adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date of event- 04/01/2023.

Event description:
Subsequent to the initially filed report, the following was reported: it was reported that this occurs when the stopcock is used with abbott and non-abbott devices.

Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported leak appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.